Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive, and that the screen intermittently did not time out after the 15 seconds that the time out setting was set to. During troubleshooting with tandem technical support, the touchscreen responded to presses during and the screen appropriately timed out. Customer's blood glucose was 153 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.